Manufacturer narrative:
Article citation: olgun, ali, et al. ¿comparison of early results of stand-alone xen gel stent implantation to treat pseudoexfoliative glaucoma and primary open-angle glaucoma.¿ journal of glaucoma and cataract, vol. 16, no. 1, 29 mar 2021, pp. 18¿25. Crossref, doi:10.37844/glauc.cat.2021.16.4. Implant dates between november 2016 and march 2018. The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Reported events of 10 eyes experienced "transient intracameral hemorrhage." 3 eyes experienced "conjunctival bleeding." 8 eyes experienced "small hyphema," which resolved spontaneously during early postoperative period. 6 eyes required bleb needling due to "bleb failure." 1 eye required revision surgery for "hypertrophic bleb." 3 eyes had trabeculectomy performed due to "the eyes failed to achieve the target iop despite needling" [target iop is defined as less than 18 mmhg without antiglaucoma medications], were noted in the article: ¿comparison of early results of stand-alone xen gel stent implantation to treat pseudoexfoliative glaucoma and primary open-angle glaucoma.¿ this is the same article reported under MDR ID #3011299751-2021-00122. (Allergan complaint #(B)(4)).